Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, the capture threshold on the left ventricular lead was noted to have increased. Additional configurations of the left ventricular pacing vector were not successful so the event was resolved by increasing the output on the left ventricular channel. The patient was in stable condition.